Event description:
Additional information received. Patient's daughter reported patient called in a few times and did not get assistance as needed. Patient's daughter reported they went to help assist the patient out multiple times finding stimulator shut off or low on battery. It was discovered that the program patient was set on was running down the battery quickly so caller changed patient's program back to original program and issues have been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt's stimulator has been shutting off. Caller stated this has been happening for the last couple weeks. Caller stated they called a rep a few weeks ago. Caller stated the pt described seeing a triangle symbol and they reviewed the battery level was extremely low. Caller stated the stimulator had turned off 3 different times. Troubleshooting was unable to be performed as caller was not with pt at the time of call (caller is in mn and pt is in sd). Agent reviewed stimulator battery is likely depleting too low so the stimulator is turning off. Agent reviewed pt will need to manually turn stimulation back on once stimulator is charged. Caller mentioned the pt tried calling yesterday and spoke with an area of mdt that kept asking if their programmer was blue. Agent provided patient services phone number and how to navigate prompts. Agent emailed caller the intellis basics document and reviewed how to turn stimulation on/off. Caller stated they would review with the pt and may call back if they need further assistance. Agent reviewed recharging/stimulator status can be reviewed with hcp/rep potentially at an in person appointment. Patient doesn't feel she is getting relief as she should. Patient reported handset says there is no service and that it is shut off. Patient goes to charge up handset at night and number is 50 on lower one and maybe 3 on the battery one. She charges it up until it says 0 on lower number and then plug it in to another plug in and that's charging up the battery for the handset. But these times when completely shut off no numbers show up. Then has daughter come over and press little white button and get into the program it is set on and says the machine is shut off. When the patient presses the white button on the right of handset she said it says stimulation on, stimulation off, and go to unlock and x in top right corner. Had her hit the x. Says good morning (B)(6) press and hold to unlock, looking for device, a and 1,2 3 ,4. At top there is a battery and a person and a lock and a page out of a book. The a fills up almost the whole screen. Had her swipe screen and then a lights up and that is the group she is on. She pressed a and then shows 1,2,3,4. The issue was not resolved through troubleshooting. Patient sees hcp on (B)(6) 2021.